Manufacturer narrative:
The patient experienced the peritonitis on an unspecified date ¿last month¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. The outcome of the peritonitis was unknown. The patient was not hospitalized for the event. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.